Event description:
Ambu bag was unable to provide oxygen to the patient. Valve opening was closed and would not open to repeat attempts of administering high pressure. No death or serious injury reported.

Manufacturer narrative:
This belated MDR is being submitted as part of our remediation efforts in response to the FDA form 483 notification issued on 06/04/2014 by (B)(4) to ventlab, llc. This effort consists of 48 MDR's. The affected device was not investigated. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.